Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: a review of the black box revealed no evidence of a power interruption. There was one power on reset event associated with a battery change on (B)(6) 2013. The returned battery cap and test cartridge cap were used to complete the investigation. There was no damage found to the battery compartment or battery cap. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions to the power pcb. The product performed within specification and the reported ¿no power¿ complaint was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was dim and pinkish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.